Event description:
A 49 year old female in 1988 had undergone a right total hip replacement. Due to pain and evidence of failure of the polyethylene liner in her cup, on 7/11/94 surgery was performed. Specifically a revision of a failed acetabular component from a 32 to a 28mm prosthesis, bone grafting to two large defects in the ischium and in the posterior inferior aspect of the acetabulum and change of the 32 to a 28mm femoral head along with extensive total synovectomy. MFR's rep was notified 7/21/94. Devices were released to the pt's rep 7/29/94.